Event description:
Boston scientific received info that this implantable right ventricular (rv) lead had moved and was believed to have perforated. It was also reported that there was loss of capture. The pt was asymptomatic. The physician has not decided the next course of action to resolve the issue. At this time there is no additional info available. If additional info becomes available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.